Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2367(critical error) found on the home choice (hc) device during use. The registered nurse(rn) requested to swap the hc. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information was received indicating the home patient (hp) was not connected to the machine at the time of the alarm. Hp disconnected prior to receiving the alarm and did not reconnect after the system error 2367 alarm.